Event description:
Information received by medtronic indicated that insulin pump received critical pump error after being exposed to moisture. Customer state that insulin pump had crack inside the reservoir. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.